Manufacturer narrative:
Since medical intervention was required to preclude a serious injury, this event is reportable per 21 cfr part 803.

Event description:
Customer got impressions stuck in mouth and had to go to two different hospitals and dentist to get impression mold unstuck. Patient was also treated in the hospital for shock and anxiety due to the incident.